Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device shaft was visually and microscopically analyzed for any damage. The devices shaft showed a fracture located at the hub and 3.9cm from the hub. The device was not completely separated the inner liner was still attached. A .014 test guidewire was attempted to be inserted into the device. The wire would not enter the hub end of the device. It was noticed that a piece of guidewire was separated and stuck in the device. X-ray analysis was completed to verify the separated guidewire. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06dec2022. It was reported that the microcatheter is broken nearby the introduction port. A direxion fathom-16 system was selected for use. The microcatheter was successfully primed and removed from the hoop without issue. The physician then attempted to remove the guidewire from the microcatheter and resistance was felt resulting in a break near the hub of the device. The device was not used in the procedure. The procedure was completed. No patient complications were reported. However, device analysis revealed that a piece of guidewire was separated and stuck in the device.